Event description:
It was reported that the devices were used during a low anterior resection. It was reported by the affiliate that anastomosis with the ax55 and cdh29 was done by super lower anterior resection, and about (10) hours later leakage was found. A re-operation was performed urgently to put in overstitches. The cdh29 was discarded.